Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was at 50% and depleted fully during the night. The pump was off when the customer woke up. The customer's blood glucose (bg) level was 400 (mg/dl). A bolus via the pump and a manual injection were used to address bg level. Review of the pump data logs by tandem technical support showed the battery depleted from 30% to 5% within a few hours. Reportedly, the customer overcorrected by delivering multiple boluses to address the elevated bg level and the customer's bg level dropped to 58 (mg/dl). Food and milk were consumed to address low bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.